Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during refilling the heater in fill 4 of 4. The fill volume equaled 1257ml. The caller stated they removed the heater bag and then replaced with a new bag prior to calling. The technical service representative (tsr) helped the caller with ending therapy. The caller will discard the supplies and finish with manual supplies. The tsr advised the caller to contact their registered nurse (rn) regarding the replacement of bags and being connected to the machine. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 the regarding reported problem. The pd rn stated they just saw the patient on the (B)(6) for their monthly checkup. The pd rn stated the patient did not mention the alarm to them, nor did they mention that they reused supplies. The pd rn stated they will talk to them about therapy procedures again and clarify the reuse of supplies. The pd rn stated the patient did not need medical intervention; they do not have any infections form their monthly labs results. The pd rn stated as far as they know the patient is continuing therapy as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).the sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the patient, who disconnected and replaced a single solution bag during therapy in response to a check supply line alarm. The label review found the patient at home guide to be adequate for the use error in this incident.